Manufacturer narrative:
(B)(4). H6: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial elbow procedure approximately 5 years ago. Subsequently, the implants loosened and a revision is planned for a future date. Attempts have been made and no further information has been provided.